Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: ling t, ding z, yuan m, zhou k, zhou z. The influence of sagittal pelvic malrotation on transverse acetabular ligament guided cup orientation: a retrospective cohort study. Bmc musculoskelet disord. 2021 may 28;22(1):495. Doi: 10.1186/s12891-021-04391-6. Pmid: 34049510; pmcid: pmc8164297. Objective and methods: total hip arthroplasty (tha) candidates frequently present pelvic malrotation. The aim of this study is to analyze how pelvic malrotation influence transverse acetabular ligament (tal) guided cup orientation and investigate whether pelvic malrotation produce different clinical outcomes after tha. The authors retrospectively reviewed a consecutive series of tha patients (144 hips) who use tal as a guidance for cup positioning from march 2017 to january 2020. Patients were implanted with a pinnacle cup and liner. The femoral components implanted are unknown. The patients were divided into normal pelvis (np) group and backward pelvis (bp) group by sagittal pelvic malrotation assessed by appa, the angle between the vertical and the app on standing lateral pelvic radiographs preoperatively. Cup anteversion and inclination and that out of the safe zones were measured and compared in two groups. The demographic data, clinical results, and complications of patients were also compared. The authors determined that acetabular cup placement with 5°-25° of anteversion and an inclination (abduction) angle of 30°-50° is in the safe zone. At follow-up, there were 38 hips positioned outside the anteversion safe zone and 23 cups positioned outside the inclination safe zone discovered on radiological assessments. There were 6 postoperative dislocations treated with closed reductions. The authors concluded that backward pelvis malrotation may increase tal guided cup inclination and anteversion, which were inclined to became outlier above the safe zone. This increases the rates of dislocation after tha. For the patients with pelvis malrotation, cup positioning should be performed individually instead of guided by tal. Radiographic images available in fig. 1 (pp. 3) and fig. 2 (pp. 4) lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: pinnacle cup and unknown liner adverse event(s) and provided interventions associated with depuy devices: 61 cups mis-positioned outside of safe anteversion or inclination as identified on radiological assessments. No treatment provided and no patient consequence associated with the mis-positioned cups. 6 postoperative dislocations treated with closed reductions. The femoral heads utilized in this study are unknown and are therefore excluded from this report.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.